Event description:
The manufacturer became aware of an allegation from a user that when using his wisp mask with magnet headgear he was experiencing heart palpitations and shortness of breath. The user stated he had to discontinue using his wisp mask and his pacemaker had to be reset. The user now has a different mask with no magnets. No product is returning for investigation. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously became aware of an allegation from a user that when using his wisp mask with magnet headgear he was experiencing heart palpitations and shortness of breath. The user stated he had to discontinue using his wisp mask and his pacemaker had to be reset. The user now has a different mask with no magnets. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report.

Manufacturer narrative:
The manufacturer previously reported this allegation from a user that when using his wisp mask with magnet headgear he was experiencing heart palpitations and shortness of breath. The user stated he had to discontinue using his wisp mask and his pacemaker had to be reset. The user now has a different mask with no magnets. There was no medical intervention. In the previous report, section h1 type of reportable event, was selected as "serious injury". It has been corrected to "product problem" on this report.